Event description:
It was reported that an implantable cardiac monitor reported multiple episodes of asystole due to undersensing and diminished r-wave amplitude. The device remains in use. No patient complications were reported due to this event.

Event description:
It was reported that an implantable cardiac monitor reported multiple episodes of asystole due to undersensing and diminished r-wave amplitude. It was further reported that the device was electively explanted due to patient discomfort. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.